Event description:
During an esophageal varices ligation (evl) procedure, the physician used a cook endoscopy 6 shooter saeed multi-band ligator. After the last band had been deployed and upon completion of the procedure, the physician was removing the endoscope. The ligator barrel detached from the distal end of the endoscope. The physician used a basket to retrieve the barrel from the pt. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Information regarding the specific model of the endoscope used with this ligator was requested from the initial reporter, but unable to be provided. This ligator is compatible with endoscopes that have an outer diameter of 8.6mm - 9.2mm only. If the endoscope used with this ligator has an outer diameter smaller than 8.6mm, this could have caused the reported barrel detachment. If the barrel is not advanced as far as it will go onto the tip of the endoscope, barrel detachment can occur. The instructions for use advise the user to ensure the barrel is advanced as far as possible onto the tip of the endoscope. The instructions for use direct the user to lubricate the endoscope and exterior portion of the barrel. Barrel detachment can occur if lubricant is allowed inside the barrel before the loading process. The instructions for use caution the user not to place lubricant inside the barrel. A possible contributing factor to barrel detachment includes, allowing body fluids to enter the area between the barrel and endoscope. The instructions for use recommend performing a routine endoscopic examination to confirm the diagnosis requiring treatment of esophageal varices prior to loading the ligator assembly. If the endoscope is wiped free after the initial check for location of the varices, body fluids in this area can be avoided. Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.